Manufacturer narrative:
Concomitant product: scg7ab, sonicision 7 generator b scg7ab, sn: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during total laparoscopic hysterectomy (tlh), the device¿s output continued even though the output button was not pressed. When the output button was pressed, it stopped. It was used afterwards but same manner even though the output button was not pressed, it continued to output. When the output button was pressed, the red light lit up. Re-setup was attempted but the generator run idle from the device and could not be removed. A new set was taken out and dealt with it. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the generator and dissector were returned assembled. The generator was unable to be removed normally due to a damaged component in the dissector. Functionally, it showed an activation_timeout and button_on_at_start errors. These will be caused by a persistent activation signal. Functional testing was performed on the returned generator using a test lab battery and dissector. The assembled device turned green and produced the startup tones. Full functionality was confirmed by activating the dual mode energy button with the clamping jaws open. The result was acceptable. The generator was returned with a dissector that caused the errors. It was reported that the device¿s output continued even though the output button was not pressed. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.